Event description:
New information received on (B)(6) 2018 indicates that the patient's right ventricular lead was capped and the patient had a new system implanted on their right side due to anatomy access issues on (B)(6) 2018. The patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon review, the right ventricular lead exhibited episodes of noise. The noise was reproducible in clinic with pocket manipulation. It was noted that the patient was very thin and the device was very close to the surface. The lead also exhibited low in-range impedance and a rise in capture thresholds. The asymptomatic patient presented for a follow-up on (B)(6) 2018. Noise was still present on the lead and the lead's impedance was low and out-of-range. An x-ray was performed and was inconclusive. The patient will continue to be monitored.

Event description:
New information received on (B)(6) 2018 indicates that the asymptomatic patient presented in clinic on (B)(6) 2018. Upon review, the right ventricular lead exhibited a loss of capture. The patient was asymptomatic.